Manufacturer narrative:
(B)(4).

Event description:
It was reported that a battery longevity data anomaly was observed. The estimate in (B)(6) 2016 was 3.5 years at 2.6 v and a few days ago, the estimate was 4.3 years at 2.59 v. The actual longevity was calculated and it was found to be at 2.5-3.3 years until eri. The battery depletion curve was normal. Patients condition was fine.